Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable would no longer work to charge the pump. Additionally, the usb cable was damaged and the customer experienced difficulty plugging the usb cable into the pump usb port. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported adverse impact to customer's blood glucose level.